Event description:
It was reported that the patient experienced device performance issues with an inflatable penile prosthesis (ipp) due to cylinder break. A surgical procedure was performed in which the existing device was removed and new ipp was implanted. There were no patient complication related to the device.